Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a rayone aspheric rao600c in the os eye on (B)(6)2019. The patient's predicted visual outcome was -1.5 d and their post-operative visual outcome was -8.0 d. Post surgery, the patient is reported to have experienced nausea, diarrhoea and vomiting associated with a weight loss of 3.5 kilos. To rayner's knowledge, these symptoms have never been reported to rayner in connection with a lens implant. The rayone aspheric rao600c was explanted on (B)(6) 2019 and was exchanged for an amo zcb +14.0 d iol. The explanted rayone aspheric rao600c has not been made available to rayner. The rayner risk analysis identifies the following as possible causes of "sub-optimal visual outcome"; incorrect product selection, anieseikonia combined with unsuitable lens power selection and wrong lens power caused by incorrect biometry readings/calculations (e.g. Previous lasik procedure). Rayner is continuing to follow-up with its (B)(6) affilitate company to obtain addiitonal information to facilitate further investigation of this event. Our review of production records for the rayone aspheric rao600c batch 107110809 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (october 2017) was carried outt o determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 107110809.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from its (B)(6)affiliate company of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that the patient's predicted visual outcome was -1.5 d and their post-operative visual outcome was -8.0 d.

Event description:
On 9th september 2019, rayner intraocular lenses limited received notification from its german affiliate company of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that after iol implantation, the patient complained of nausea, diarrhea and vomiting (associated with weight loss of 3.5 kilos). Additionally, the patient's post-operative refraction was not as intended. The target refractive outcome was -1.5 d and the post-operative refraction was -8.5 d. Note: to rayner's knowledge, these symptoms have never been reported to rayner in connection with a lens implant.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a rayone aspheric rao600c +13.5 d in the os eye on (B)(6) 2019. One day post-operatively, the patient refractive outcome was identified to be -8.5 d. The predicted post-op refraction was -1.5 d. On (B)(6) 2019 the rayone aspheric rao600c was explanted and exchanged for a +14.0d iol (not manufactured by rayner). The healthcare facility has confirmed that post iol exchange, the patient refractive outcome is as predicted (-1.5 d). The explanted lens was retained by the healthcare facility and was returned to rayner for testing. Testing of the returned lens confirms that the power of the lens is not as labelled (rao600c +13.5 d) but was found to be in the region of approximately +21.0 d. As the lens was cut in half to facilitate explantation the accuracy of the measurement has been slightly constrained; however, our optics team confirm the power measurement to be correct to within ±2.0 d. Rayner's production process includes a 100% lens optical power check and a 100% check of optical quality via mtf (modulation transfer function); both checks are carried out in accordance with the requirements of iso 11979 (ophthalmic implants - intraocular lenses). After power and mtf determination, lenses are passed into our clean room, where they are individually checked for cosmetic flaws and sealed into primary packaging, labelled and then transferred to the autoclave for sterilisation. Our root cause investigation has identified that a single lens with a power of +21.0 d ±2.0 d was inadvertently transferred into the rayone aspheric rao600c +13.5 d batch 107110809 during a clean room operation, after power determination but before primary pack labelling, and that the event is due to an isolated adherence failure. A corrective and preventive action (CAPA) was previously raised to investigate this failure type. The CAPA identified that a re-work process step in the clean room was the likely cause. The clean room re-work process was stopped with immediate effect in early february 2019 and the CAPA is now in the effectiveness check stage. The batch subject to this report was manufactured in october 2017.